Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient's distance vision was not crisp and was no longer able to drive at night due to significant glare and starbursts. The patient tried to get used to the new iol for five months, but just not able to live normally with glare and halos even with the excellent outcome. Patient outcome: 20/20 near vision (nv) 5 pt, visual acuity pre-operative (op): +.75 spherical (sph) 20/20; post-op vision -0.25 -0.25 x 14 20/20 nv 5 pt sc (without correction).the incision was enlarged and sutures were required. A vitrectomy was not required. Additional information was provided that a non-johnson & johnson lens of 19.5 diopter was implanted as a replacement. There was no patient injury. The patient outcome at 1 day post-op visit only so far, 20/40 ucdv (uncorrected distance vision). No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: november 3, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issues were observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.